Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, tissue on helix, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported by the patient that the patient was feeling "little shocks on the right and left side of the abdomen." Clarification was later provided that the patient was experiencing pacing stimulation in the sternum from the right atrial lead. The lead dislodged a few days after the implant procedure. The lead was revised and the stimulation occurred again. The lead was revised two additional times. The patient has been seen for follow up about one week after the third revision and is now experiencing no stimulation. The lead remains in use. No further patient complications have been reported as a result of this event. It was later reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient was feeling "little shocks on the right and left side of the abdomen." Clarification was later provided that the patient was experiencing pacing stimulation in the sternum from the right atrial lead. The lead dislodged a few days after the implant procedure. The lead was revised and the stimulation occurred again. The lead was revised two additional times. The patient has been seen for follow up about one week after the third revision and is now experiencing no stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.